Manufacturer narrative:
Date of event was (B)(6) 2016. In the surgeon's opinion the likely cause of this event was patient's pre-existing condition of poor zonules and not a product malfunction. Ref: (B)(4).

Event description:
Report stated that the lens was removed due to a broken capsule, and an enlargement of the incision was also reported. Patient outcome was reported as "still under treatment."

Manufacturer narrative:
Date of event was not provided at this time. Regarding section h3 of this report, device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Report stated that the lens was removed due to a broken capsule, and an enlargement of the incision was also reported. Patient outcome was reported as "still under treatment."